Event description:
Caller reported that a malfunction occurred on the pump after it fell off their pants. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support that a replacement pump with updated software would be sent, and they were provided instructions on using the pump, storing the old pump, and returning the problematic pump to tandem. The customer acknowledged and understood all instructions.